Manufacturer narrative:
The customer reviewed the material safety data sheet (msds). The customer has an exposure control/risk management plan in place. Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a high pitched sound and no wbc (white blood cell) results for their coulter hmx al hematology analyzer with autoloader. There were no erroneous results generated nor were results reported out of the laboratory at the time of the event. There was no impact to patient treatment. The customer discontinued use of the analyzer and requested service. A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse discovered cut tubing at vl66 and vl14. A small volume of isoton and clenz solutions had spilled onto the back wall of the cbc module behind the isolator chamber and hemoglobin socket. No blood was observed. Personal protective equipment (ppe - lab coat, gloves, glasses with shield protector) was worn while cleaning the isoton and clenz solutions with gauze and 10% bleach in distilled water. The fse replaced the cut tubing. Repairs were verified per established procedures. All results met published performance specifications. There was no injury or exposure to the customer. The customer did not seek medical attention.